Manufacturer narrative:
Updated b5 for clarification and to additional information received through follow-up. The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for paravalvular leak and central regurgitation were unable to be confirmed as relevant imagery were not provided for evaluation. A review of the device history records (DHR), and lot history did not provide any indication that a manufacturing non-conformance contributed to the events. A review of manufacturing mitigations supports that proper inspections are in place to detect issues relating to the complaint. A review of the instructions for use (IFU) and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. For the report of paravalvular leak, as reported, a post-dilatation was performed 3 months and 22 days of valve implantation due to pvl as a result of thv under-expansion. No definitive cause of the under expansion, but the physicians suspected some recoil. The potential root causes of recoil could be related to incorrect geometries and/or incorrect material properties of the frame. Without the device returned, additional visual (e.g. X-ray & sem analysis), dimensional (e.g. Thickness of the frame), and/or mechanical testing (e.g. Ultimate tensile strength, percentage elongation and average grain size) were unable to be performed to determine the frame integrity. However, DHR review and manufacturing mitigation review supports that there were no non-conformances associated with the frame, which could have impacted the frame integrity. Additionally, without procedural imagery provided for evaluation, the overall geometry and/or position of the implanted valve immediately post operation and 3 months and 22 days after implant could not be compared for recoil assessment. Therefore, the suspected recoil could not be confirmed. Per the IFU, pvl is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. There are several procedural and anatomical factors could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. However, without procedural images provided for evaluation, the suggested potential root causes above could not be confirmed. While a definitive root cause for pvl is unknown, available information suggests that procedural factors (under-expanded valve) may have contributed to the reported paravalvular leak. For the report of central regurgitation, as reported, a post-dilatation with a 26mm true balloon was performed and the pv leak was reduced to mild. However, this caused a central leak. Per the training manual, central regurgitation is an associated risk of post-dilation. Post-dilation can over-expand the valve and impact the proper leaflet functionality. In this case, central regurgitation occurred after post-dilating the valve. As such, available information suggests that procedural factors (post-dilation) may have contributed to the complaint event. Since no manufacturing non-conformances, labeling, IFU or training inadequacies were identified, neither a product risk assessment, nor corrective or preventive action is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the field clinical specialist (fcs), 3 months and 22 days after implantation of a 26mm sapien 3 ultra in the native aortic annulus, the patient was taken to the cath lab for post-dilation of the valve due to paravalvular leak (pvl). The valve had been implanted using nominal volume in the commander delivery system. Post-dilatation was performed with a 26mm true balloon, reducing the pvl to mild. However, this caused a central leak. The decision was made to proceed with a valve in valve (viv) using a second 26mm s3 ultra and adding +2cc to the delivery system nominal volume. All leaks were resolved and the patient left the room in a stable position. The perceived root cause of the pvl was under-expansion of the first valve. No definitive cause of the under expansion, but the physicians suspected some recoil. Per the medical records, transthoracic echocardiogram (tte) report post deployment of the transcatheter aortic valve showed trace to mild perivalvular regurgitation. Maximum velocity is 105 cm/sec. Mean transaortic valve gradient is estimated to be 3 mmhg. Diagnosis: paravalvular leak of prosthetic heart valve s/p tavr. Tte report on post-operative day 1 status post viv tavr showed a maximum velocity is 2.0 m/sec, mean transaortic valve gradient estimated to be 8 mmhg, aortic valve area (ava) 1.3 cm2 based on continuity equation, and minimal pvl. Tte report 30-day post viv tavr showed trace pvl, aortic mean gradient 8 mmhg, ava 1.4 cm2, transaortic peak velocity 1.95 m/s.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 26mm sapien 3, implanted in the aortic position for 3 months and 22 days, underwent a valve in valve procedure due to central leak. During initial implant of the 26mm s3, nominal volume was used during deployment. As reported, a post-dilatation with a 26mm true balloon was performed and the paravalvular leak (pvl) was reduced to mild. However, this caused a central leak. The decision was made to place a 26mm s3 ultra inside the old s3 for a valve in valve with +2cc. All leaks were resolved, and the patient left the room in a stable position. The perceived root cause of the pvl was under expansion. No definitive cause of the under expansion, but the physicians suspected some recoil.